Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately five 5.5 years post initial procedure, during a routine follow-up, a type iiia endoleak was detected via a computerized tomography angiogram. Re-intervention was completed with implant of an afx vela suprarenal and an afx vela infrarenal.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately five 5.5 years post initial procedure, during a routine follow-up, a type iiia endoleak was detected via a computerized tomography angiogram. Re-intervention was completed with implant of an afx vela suprarenal and an afx vela infrarenal. Additional information: during the clinical assessment sac growth of 10.5 mm was identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3a endoleak of the aortic components. The event is most likely anatomy related due to aortic remodeling (aortic angulation went from 15 to 57 degrees from pre-index computed tomography (CT) scan to the sixty-five (65) month post computed tomography (CT) scan). Procedure related harms for this event could not be determined with the medical records and imaging available for review. The clinical assessment also identified sac growth of 10.5 mm. The final patient status was reported as discharged in stable condition one (1) day following endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.